Manufacturer narrative:
Pictures of impacted sol-care safety needle 25g*5/8", ref# (B)(6), lot# 02405050 was received from the customer confirmed the reported issue. All the archive samples tested were within the product specification. Based on the investigation, the needle cannula complied with the iso 9626:2016 requirements for stiffness and breakage tests. A potential root cause may be excessive bending during injection. Improper patient movement during injection may cause the needle tube to bend beyond its tolerance limit (20° for thin walls). Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.

Event description:
Customer reported that the needle is bloqued inside the skin, subcutaneous. The needle is broken from the plastic part. The removal procedure went well: neurologically, no complications were observed. Locally, the scar is clean, non-inflammatory, and without purulent discharge. Overall, the patient did not experience any venous thromboembolic or infectious complications during their hospital stay. The surgeon did not take a photo of the broken needle. However, they indicated that the break occurred approximately 25 mm from the tip.

Manufacturer narrative:
The suspect device was received and analyzed. The cannula broke near the adhesive and shows clear signs of bending, which is incompatible with production or needle protector assembly. No evidence of a manufacturing defect was found.